Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were difficult to press. Customer also reported the time on insulin pump was slow. Customer reported of a past no delivery alarm. Customer's blood glucose was 240 mg/dl. Customer was advised to call back if issue persisted.